Event description:
Device issue: peeling of coating. Time of device issue: during the procedure. Adverse event: none. It was reported that the guide wire was initially used in the left anterior descending artery with no issue. It was removed and appeared ok. It was used a second time in the right coronary artery, but a dilatation catheter, rx voyager got "hung up" near completion with the distal radiopaque markers. When the guide wire was removed it appeared that the hydrophilic coating was stripped. A second guide wire was used to complete the procedure. There were no adverse pt effects. No add'l info is available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.